Event description:
It was reported that during a da vinci hysterectomy procedure, one of the cables at the distal end of the prograsp forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode of a broken cable; however, the grip cable was derailed at the force amp pulley. There was no damage to the cable. Failure analysis investigation also found that the surface of the instrument's distal pulley had scratches and the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.